Manufacturer narrative:
This is a duplicate report of 1219602-2020-02190 (internal ref # (B)(4)).

Manufacturer narrative:
Internal complaint reference: (B)(4). H3, h6: the device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection revealed the device was returned in original packaging. The t2 anchor was returned but detached from the device and the trigger was fully depressed. The needle has been twisted from the manufacturer intended position. A functional evaluation revealed the device was difficult to operate due to twist in the needle shaft. An analysis of the customer provided image appears to show several devices within a box. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. The complaint history review found further instances of the reported event. A review of the instructions for use found: read these instructions completely prior to use. Do not bend delivery needle. Delivery instrumentation is required for proper placement of the implants for optimal surgical result. Slide the gold trigger forward to advance the second implant (t2) into the ready position. A review of risk management files found that the reported failure was documented appropriately. The complaint was confirmed. Factors that could have contributed to the reported event include an impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Additional information was received indicating the correct quantity of devices. This event was already reported under report 1219602-2020-02201 (internal complaint reference case-2020-00032837-1). This additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event . This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that during an arthroscopy the fast fix t2 anchor did not trigger. The procedure was completed with a backup device and no significant delay or further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.